Manufacturer narrative:
A ge service rep performed an onsite investigation. The smart switch pcb assembly was evaluated and replaced. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The gib coin battery was also replaced during the service event and the software nodes were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.